Event description:
No harmful effects yet for patients. However the faulty needles have resulted in wasted doses of vaccine and needle/hub being separated from rest of needle safety device and remaining in patient's arm once rest of needle is withdrawn from patient's arm. The problem seems to be that the blue hub is not properly secured to rest of needle safety device. FDA safety report ID# (B)(4).